Event description:
It was reported the patient experienced a fall and since has experienced a change in stimulation. The patient now experiences mid-back pain and uncomfortable stimulation. Diagnostics revealed low impedance values. An sjm representative was unable to resolve the issue with reprogramming. X-rays revealed no anomalies. As a result, the scs system has been turned off and surgical intervention regarding the scs lead will be taken at a later date to address the issues. Concomitant medical products: the implant date for the device below is unknown: model 3609, scs ipg.

Manufacturer narrative:
After further review it was determined the implant date was inadvertently reported incorrectly on the initial MDR, the correct implant date has been added.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs system was explanted and replaced (different models) which resolved the issue. The scs ipg was electively explanted and replaced, there were no allegations against the device. Additionally, the scs ipg model was confirmed as 3716.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.